Event description:
Customer reported that during the second cycle of the plasma donation, slight red plasma was noticed in the plasma collect tubing. Operator noticed a kink present in the concentrated cell tubing, which resulted in the donation being discontinued by the operator. Operator suspected lysis of the red cells. Donor left in good condition. Donor telephoned the center later that day indicating that blood was present in their urine. Donor center requested that the donor return to the center. Urinalysis, chem 7 and cbc were performed on the donor. Urinalysis results showed free hemoglobin was present. Cbc was normal and creatinine level was 1.3 mg/dl, slightly above the 1.2mg/dl upper limit. Donor received approximately 500cc of normal saline intravenously. Donor also ingested water. Subsequent urinalysis was taken and urine was clear without trace of hemoglobin. Donor left in good condition.